Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports four false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the four false negative results. See related cases for alternate false negative results. Customer received a false negative result on (B)(6) 2022 when testing using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22494d, reader sn (B)(4)). Prior to receiving the false negative result, customer was symptomatic and performed a cue covid-19 test on (B)(6) 2022 which provided a positive result. On (B)(6) 2022, customer began paxlovid treatment. Three additional cue covid-19 tests provided positive results on (B)(6). On (B)(6) 2022, customer tested positive with the ihealth rapid antigen test. On (B)(6) 2022, customer tested negative with the ihealth rapid antigen test. On (B)(6) 2022, customer tested positive with another rapid antigen test (brand/manufacturer not provided).